Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 16, 2014 to may 17, 2014. Evaluation summary: the actual device was received for evaluation with 132 ml of fluid in the bladder. Visual inspection of the unit revealed no signs of abnormality that could have caused or contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused with a patient. The device was filled with sodium chloride 0.9% and 4800 mg of fluorouracil totaling 230 ml of solution. At the end of the expected infusion time of 46 hours, approximately 90 ml of solution remained in the device. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.